Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Patient was revised to address pain. The cup was found to be well-fixed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec¿d 04/11/2014 - litigation received. Litigation alleges injury and elevated metal ion levels. Legal claim was also received on 04/23/2014. There is no new additional information that would affect the investigation. This complaint was updated on: 05/04/2014.

Event description:
Update rec'd 3/31/2015 - medical records received. Patient was revised to address a fluid collection. Upon revision, corrosion on the trunnion, brownish stained fluid, and osteolysis were noted. The stem remained in situ. The stem is being added to the complaint. This complaint was updated on 04/14/15.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.